Event description:
Information was received indicating that after placement of the cassette, the cadd legacy pump exhibited a "no disposable, pump won't run" alarm. It was reported that patient was advised to subsequently try mixing a new cassette. It is unknown if there were any adverse effects. Per reporter no further details were provided.